Manufacturer narrative:
The pump remains in use supporting the patient. The report of a pump stop was confirmed based on the evaluation of the submitted log files. The log file captured a momentary pump stoppage on (B)(6)2016 while the patient was supported by the power module. During this event, pump power peaked at 22.2 watts. The pump ramped back up to its set speed following this event and appeared to function as intended throughout the remainder of the logs. Five transient power elevations above 10 watts were recorded following this motor stop which appeared to be associated with pi events. Although a specific cause for the confirmed motor stop could not conclusively be determined through this evaluation, the pocket system controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device :12 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a pump stop event was noted in the system controller history file. Log files were submitted to the manufacturer's technical support representative for review which showed a low speed/pump stoppage event occurring on (B)(6) 2016 and elevated pump powers. Additional log files were submitted for review due to another pump power elevation on (B)(6) 2016. It was reported that the patient was laying in bed at the time and was not aware of the event; the patient was asymptomatic. No additional information was provided.